Manufacturer narrative:
This report is to report to correct the date received by manufacturer in report 2017865-2017-01447 to 3/21/2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the lead exhibited low impedance and capture anomaly. During lead revision, lead damage was suspected. The lead was explanted and replaced. The patient was in stable condition.